Manufacturer narrative:
(B)(4). External insulation abrasion was noted at 6.9-7.3cm from the connector pin, consistent with lead friction to the device can. The etef coating as abraded at this location, consistent with the field observation of noise.

Event description:
It was reported that an asymptomatic patient presented with noise on the rv lead during episodes of non-sustained oversensing. Noise was not reproducible with pocket manipulation and isometrics. The lead was explanted. The lead appeared to be damaged form cautery when the pocket was opened. The patient is stable after procedure.